Manufacturer narrative:
Customer service sent 27 mm and 30 mm breast shields to the customer and requested the 24 mm breast shields to be returned for evaluation. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been tested/ analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. In the follow up with the customer, she stated the breast shields that came with the pump were too small causing pain and blister. Her doctor prescribed prescription (B)(6) cream ointment and oral tablets. On (B)(6) 2013, a clinical assessment was performed and found that the clinical issue has been addressed by the lactation consultant whose care the customer has received. She advised larger breast shields, which csr has sent to customer, and use of (B)(4) (dr. (B)(6)) which will reduce pain and inflammation and prevent infection. Without report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer. No further follow up necessary. This issue with the "doesn't fit for the pump in style 24 mm breast shields" is being addressed in investigation (B)(4). The cause is under investigation.

Event description:
Mom reported that her 24 mm breastshields were too small causing pain and blisters. Lactation consultant had agreed that breast shields do not fit.